Manufacturer narrative:
H6 - health effect clinical code: 4581 - eyelid edema. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.50/+1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed. It was noted that "od pain eyelid edema - inflammation despite anti-inflammatory eye drops for 3 days - tobradex = dexamethasone and tobramycine. Lens remains implanted.

Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).